Event description:
During the procedure the plastic coating of the access sheath disintegrated and fragmented into pieces going into bladder, surgeon's gloves, and possibly going into pt's right ureter.